Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, oversensing, elevated sensing integrity counter (sic), and was fractured. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.